Event description:
Information received from the field notes that a routine post implant check noted that while in dual chamber mode, r-waves were indicated on the marker channel and the ventricular iegm when p-waves were seen on the surface ECG. The atrial iegm showed signals that coincided with the r- waves on the surface ECG. The patient's intrinsic rhythm was about 95 bpm. The lead connections were reversed at implant. Once corrected, normal function ensued.